Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing condition of atrial fibrillation. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was 312 seconds. The patient's left atrial pressure was 12mmhg. During the procedure the occluder was partially re-captured three times due to complex patient anatomy. The occluder was implanted. Approximately four hours post-procedure a circumferential pericardial effusion was observed on transthoracic echocardiogram (tte). A pericardiocentesis was performed. The user believed the pericardial effusion was due to multiple device deployments.

Manufacturer narrative:
An event of patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be confirmed. A serious injury/impairment was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. Approximately four hours post-procedure a pericardial effusion was observed on transthoracic echocardiogram (tte).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.